Manufacturer narrative:
(B)(4). Insulin pump received in a critical alarm pump error notification screen loop at bootup due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to pump error alarm loop.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.